Manufacturer narrative:
(B)(4). Evaluation process: unit received in fair condition with very minor surface imperfections. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Unit underwent the rf leakage section of final test tp-0050 and passed successfully. Root cause: the described behavior (rf energy can be detected if an individual has a patient return pad connected to himself and touches an earthed surface while energy is being keyed) is normal for an rf generator. While the preferred path for rf energy is between the monopolar handpiece and the patient return pad, it¿s expected that there will be some rf leakage current going through various leakage paths involving earth ground. The international standard for medical devices (particular requirements for the safety of high frequency surgical equipment)-(B)(4) has a section on ensuring that the amount of current through the leakage paths does not exceed 150ma in certain configurations. The unit was found to successfully pass the rf leakage test requirements. It is functioning as designed. (B)(4).

Event description:
Technician investigating interference issues and potentially shocked when technician's hand was put on table rail while a ground pad was attached to him. A device was activated approximately 3 feet away and the person with ground pad felt shock.

Event description:
Technician investigating interference issues and potentially shocked when technician's hand was put on table rail while a ground pad was attached to him. A device was activated approximately 3 feet away and the person with ground pad felt shock.

Manufacturer narrative:
(B)(4). Product scheduled for return but not received by manufacturer for inspection. Eval: results: product scheduled for return but not received by manufacturer for inspection. Eval: conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.